Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for the implant procedure. After the procedure, the implantable cardioverter monitor could not sense the r wave. The physician re-opened the pocket and examined the device. The programmer was used to adjust the sensitivity setting. The device was able to sense the r wave after increasing the sensitivity setting. The procedure concluded with no consequences. The patient was stable throughout the whole procedure.